Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. In addition, it was reported that the pump time was inaccurate. Customer did not know how the pump time became inaccurate. Customer adjusted the pump time to be accurate. Customer's blood glucose level was 124-134 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.